Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. The manufacturer's field service engineer (fse) replaced the flow sensor assembly and reported the issue resolved.

Event description:
The oxygen flow accuracy was discovered to be out of specification during periodic maintenance. There was no patient involvement.

Manufacturer narrative:
Date of this report:16jul2019. Date rec'd by MFR: 10jun2019. The gas delivery system (gds) was received for evaluation. The data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve were disassembled from the gds and were not returned with the gds assembly. Visual inspection of the gds revealed no evidence of damage or contamination. The gds was installed into a test ventilator in attempt to duplicate the reported problem. Further investigation revealed that a defective component (u1) on the air flow sensor pcba created the air/o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.